Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to successfully load a new cartridge following attempted troubleshooting steps, so the issue was escalated for further troubleshooting. It was determined that the customer was following all steps correctly, yet the problem persisted. Technical support decided to replace the pump, and a replacement with updated software was sent to the customer. The customer agreed to use an alternate form of insulin delivery, mdi, until the new pump arrived, and was advised on returning the problematic pump using a pre-paid label.